Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer removed the o-ring from the tap and changed the pump supplies to address the issues. Customer¿s blood glucose (bg) was 525 mg/dl. The customer delivered a bolus via the pump to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.